Manufacturer narrative:
Computer software performance tests conducted. Software/firmware caused event. Event resolved with software update.

Event description:
A medtronic rep reported that the quality of the synthetic images was not acceptable. They were completely dark and it wasn't possible to recognize bony structures. Navigation accuracy after 'blind' registration was 2-3 cm off. There was no impact on pt outcome.